Event description:
It was reported that the pt's daughter called on behalf of her dad who has a rejuvenate hip and since onset of surgery has never been out of pain. Since surgery he has been in therapy, pain never subsiding. He is having a revision this monday.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.